Manufacturer narrative:
Investigation summary with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of broken stopcock. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis boston scientific has made three attempts to retrieve the device however no response was received; the device is not expected to be returned; therefore, a technical analysis of the complaint device could not be completed. Based on the information provided, the damage type is the likely the result of insufficient packaging design as the root cause and storage conditions as a contributing factor. Investigation conclusion the cause traced to device design cause code was selected specifically for the design of the primary packaging (die-cut card), based on the information provided within the event description and the media attached. Additionally, previous product record reviews for complaints with this failure mode show no signs of systemic manufacturing issues that would have caused the complaint, further supporting this root cause.

Event description:
It was reported that during the watchman procedure to treat atrial fibrillation torflex transseptal guiding sheath was selected for use. Upon the device prepping the stopcock broke. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the watchman procedure to treat atrial fibrillation torflex transseptal guiding sheath was selected for use. Upon the device prepping the stopcock broke. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.